Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from six months prior to open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smell (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer powered down the unit until the dispatched asp field service engineer assesses the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.